Event description:
It was reported that the patient had fallen off a chair. Approximately a week later, an alert triggered due to high, out of range pacing impedance on the right ventricular (rv) lead. It was suspected that the lead was not all the way in the header of the implantable cardioverter defibrillator (ICD). A revision is planned and the lead and device remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.